Event description:
It was reported that during a follow up in clinic, provocative testing was performed and noise resulting in oversensing was noted on the right atrial (ra) lead. The ra lead was capped and replaced during an unrelated procedure to resolve the event. No anomalies were visually observed on the ra lead. The patient was in stable condition.